Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/27/2020. Corrected information: d3,g1,g2. Additional information: h6 - method codes. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. What was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-02376, 2210968-2020-02377.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and suture was used. When tying a knot, the suture was broken other than the knot. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.